Event description:
A report was received that the patient was explanted of the entire precision system due to an infection at the ipg site. The patient was treated with antibiotics and the infection was been resolved. The physician believes that the infection was related to the implant procedure. The patient has since been re-implanted with a new precision system.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70, (B)(4), description: enh st ld kit, 70 cm. The explanted devices were not returned to bsn as their location is unknown.

Event description:
A report was received that the patient was explanted of the entire precision system due to an infection at the ipg site. The patient was treated with antibiotics and the infection was been resolved. The physician believes that the infection was related to the implant procedure. The patient has since been re-implanted with a new precision system.